Manufacturer narrative:
Review of DHR for lot 17080097 revealed no anomalies that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact from the facility reported that during coil embolization of an aneurysm at the anterior communicating artery, an orbit galaxy (640cx3575 / 17080097) was did not loop as expected. The patient's vessels were moderately tortuous but not calcified. A chikai (asahi intecc, 0.014"), a roadmaster (goodman, 7fr), and an excelsior sl-10 (stryker, 45 angled) were used for this procedure. Although the complaint galaxy was inserted and delivered into the target aneurysm, when looping the embolic coil, the physician noticed that the coil was not looping in the complex random loop as expected, but it was looping helically. It was concluded that the there was an anomaly with the embolic coil, thus it was withdrawn from the patient. The physician then pushed the embolic coil out from the coil introducer to inspect the coil. Although the loop was not completely helical, the embolic coil was certainly not looping in complex random way but almost in helical loop. The physician concluded that the coil was un-usable, and another coil was used instead. The procedure was completed without further issues or delay. There were no patient injury/complications. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. There was no unintended detachment of the coil observed in the vessel or in the mc. The complained product is not available for analysis. No further information is available.